Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to download patient exams. When searching, the system displayed the message "query of the studies from the network failed." Troubleshooting information was received. In the digital intercommunication of medicine (dicom) test, site confirmed the system had a green configuration, yellow ping, and red electronic picture archiving and communication systems (pacs) port. Technical services (ts) had the site perform a ping test with the pacs network, 0% packet loss. Site also confirmed the wired ip address was green in dicom transfer. The site confirmed that the wall outlet was an active pacs port. Ts informed site that the issue was likely pacs permissions. There was no patient present.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.